Event description:
It was reported that during a post-operative check, the left ventricular (lv) lead was noted to exhibit consistent phrenic nerve stimulation (pns) across electrodes d1, m2 and m3 and loss of capture on electrode p4 upon device interrogation. The patient experienced discomfort due to pns. Programming change was suggested; no changes or intervention were reported. The patient was in stable condition.